Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Even though the failure reported was for a too tight joint and not for a possible implant defect a review of the manufacturing documentation and sterilization documentation for the devices in question was performed. It revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2022. The original surgery date is 11/20/2021. The reason for revision is reported tight joint. During the revision, the original tibial insert was removed and replaced with new implant.